Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient receiving fentanyl at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted to be non-malignant pain. It was reported that 1 week prior to (B)(6) 2018 the managing hcp decreased the patient's intrathecal dose and the patient began to experience pain. The pain began in the right leg but there had been pain in both legs since 3-4 days before the report. On (B)(6) 2018 there was another intrathecal dose decrease. The patient had told his hcp about the symptoms and the doctor was not concerned. The patient presented to the emergency room on 2018 (B)(6)with "extreme pain everywhere in his body" and he was extremely agitated which began the night of (B)(6) 2018. It was noted the patient was in a "pain crisis." The emergency room pain doctor saw the patient and was concerned that maybe the issue was occurring because of the dose decrease or maybe "an im or sludging or positioning or possibly a malfunction of the pump." The caller wanted a representative paged to interrogate the pump. No further complications were reported.